Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation procedure performed on (B)(6) 2025. Prior to the procedure, the connecting line was fractured and could not be used. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of trip wire broken. Block h11: investigation result: he returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing had all bands on it, three of them overlapped and 2 other bands were damaged. The ligator housing teeth were damaged and the handle have evidence that the trip wire was secured into the handle slot and the trip wire slack was not taken up. Additionally, the trip wire was returned in good condition. No other problems with the device were noted. The reported event of trip wire break was not confirmed. It is possible that the issue when deploying the bands was related to the physician's technique, the way the device was handled, the way the device was placed, or the tortuosity during the procedure. These factors may have affected the handle's functionality, preventing successful band deployment. The marks on the ligator housing teeth imply that the device might have been used with too much force in order for the teeth to get damaged or also this could be attributed to the way the physician was entering the device through the patient, making the teeth damaged and also affecting the functionality of the handle when deploying the bands. It is most likely that once the bands were tried to be released from the suture, the bent on the ligator housing teeth affected the band deployment, also getting the bands damaged. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation procedure performed on (B)(6) 2025. Prior to the procedure, the connecting line was fractured and could not be used. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of trip wire broken.